Event description:
Caller (customer's daughter) reported the customer was unable to test due to his adc blood glucose meter turning on with button press but not with test strip insertion. Caller further reported that on the morning of (B)(6) 2014, the customer experienced symptoms described as "headache, dizziness, and felt tired". Customer self-presented to a local hospital where he was diagnosed with hyperglycemia and administered aspirin, intravenous fluids, and both fast and slow acting insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: during the course of troubleshooting it was determined the reported test strip lot is expired. (Exp 10/2012) all pertinent information available to abbott diabetes care has been submitted.